Event description:
Caller reported a cartridge alarm 20 during insulin therapy, which resulted in a blood glucose level of 565 mg/dl. To address this, the customer took a correction injection via multiple daily injections (mdi). There was no need for third-party assistance. Technical support decided to replace the customer's pump and sent a replacement. Customer reverted to an alternate method of insulin therapy.